Event description:
It was reported that balloon rupture occurred. The 91% stenosed target lesion was located in moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at nominal atmosphere, the balloon was burst. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The 91% stenosed target lesion was located in moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at nominal atmosphere, the balloon was burst. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was good. It was further reported that the balloon was inflated 2 times; however, during the second inflation, the balloon ruptured. The device removed well completely.

Manufacturer narrative:
B5 describe event or problem has been updated.

Manufacturer narrative:
B5 describe event or problem has been updated. Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the inflation lumen and the balloon. The balloon was loosely folded. At 3mm distal to the bicomponent weld of the device, for a length of 1mm, the guidewire lumen was punctured, buckled, and prolapsed. Further functional testing, such as inflation of the device, could not be performed to test the balloon as the guidewire lumen puncture would prevent the device from inflation. Analysis shows the guidewire lumen was buckled, prolapsed, and punctured which is consistent with an interaction with a guidewire during procedural use.

Event description:
It was reported that balloon rupture occurred. The 91% stenosed target lesion was located in moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at nominal atmosphere, the balloon was burst. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was good. It was further reported that the balloon was inflated 2 times; however, during the second inflation, the balloon ruptured. The device removed well completely.